Event description:
It was reported that when the patient presented to the operating room for a normal device change out, externalized conductors were observed. Variation in capture threshold was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.